Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were damaged, the old version warning triangle was missing and the device became too hot. It was further determined that the device failed pretest for visual assessment, nose tube assembly, thimble set screw, vibration and temperature assessment. It was determined that the root cause associated with the missing component was due to label/ID/packaging illegible. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device had a cosmetic defect. It was further determined that the old version warning triangle was missing and the device became too hot. It was further determined that the device failed pretest for visual assessment, nose tube assembly, thimble set screw, vibration and temperature assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.